Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included angina pectoris, ductal carcinoma in situ, bacterial vaginosis, post coital bleeding, vaginal odor, painful urination, blood in urine, frequency urinary, nocturia, absence of menstruation and urinary tract infection. Concurrent conditions included hypothyroidism, uterine leiomyoma, nabothian cyst, discomfort, vaginal discharge, allergic reaction, heart disease, unspecified, breast disorder female, cramp in lower abdomen, uterine cyst, breast biopsy, cardiac catheterization, abdominal pain, menstruation abnormal, vaginal dryness, uterine enlargement, post coital pain, painful periods, bleeding genital, paratubal cyst, coronary artery disease, acute myocardial infarction, adenomyosis, uterine bleeding, pelvic adhesions, electrocardiogram abnormal, dysfunctional uterine bleeding, urine output decreased, urine odour abnormal and abdominal adhesions. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 for birth control as well as estradiol (elestrin), levothyroxine sodium (synthroid) since (B)(6) 2016, liothyronine sodium (cytomel) since (B)(6) 2016, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and progesterone from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression, psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and hypersensitivity ("allergy"). The patient was treated with surgery (on (B)(6) 2016: hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain and hypersensitivity had resolved and the depression, anxiety, fatigue and weight decreased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted for, essure confirmation test conducted, no and previously it was captured as essure device was successfully occluded. Date of admission: (B)(6) 2016. Date of discharge: (B)(6) 2016. Normal cavity bilateral ostia implanted 4-5 coils side. Context: indications: (foreign body in uterus). There was no evidence migration. Or perforation of he essure coils,there are two coils identified within the rt and lt lateral horns of uterus, sono today reveals correct coil location. Essure confirmation test:- unknown. Patient received treatment for pelvic pain, abdominal pain, general abnormal bleeding, allergy. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2016: normal radiographic exam of the abdomen. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2016: sectioning reveals a pinpoint, stellate lumen which contains a coiled silver metallic intraluminal contraceptive device consistent with an essure coil. The coil is inserted intraluminal and the distal tip visualized through the aforementioned attenuated serosa. The right fallopian tube display a tan-pink smooth serosa with 0.5 cm paratubal cyst near the fimbriated end. Sectioning reveals pinpoint, stellate lumen containing similar coiled metallic intraluminal contraceptive device which is inserted in unremarkable fashion. Ultrasound pelvis - on (B)(6) 2016: foreign body in uterus, any part, pain in pelvis, menorrhagia, enlarged uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: pfs received : following events were added : fatigue, weight loss. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included angina pectoris, ductal carcinoma in situ, bacterial vaginosis, post coital bleeding, vaginal odor, painful urination, blood in urine, frequency urinary, nocturia, absence of menstruation and urinary tract infection. Concurrent conditions included hypothyroidism, uterine leiomyoma, nabothian cyst, discomfort, vaginal discharge, allergic reaction, heart disease, unspecified, breast disorder female, cramp in lower abdomen, uterine cyst, breast biopsy, cardiac catheterization, abdominal pain, menstruation abnormal, vaginal dryness, uterine enlargement, post coital pain, painful periods, bleeding genital, paratubal cyst, coronary artery disease, acute myocardial infarction, adenomyosis, uterine bleeding, pelvic adhesions, electrocardiogram abnormal, dysfunctional uterine bleeding, urine output decreased, urine odour abnormal and abdominal adhesions. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for birth control as well as estradiol (elestrin), levothyroxine sodium (synthroid) since (B)(6) 2016, liothyronine sodium (cytomel) since (B)(6) 2016, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and progesterone from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In september 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). The patient was treated with surgery (on (B)(6) 2016: hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for, essure confirmation test conducted, no and previously it was captured as essure device was successfully occluded. Date of admission: (B)(6) 2016. Date of discharge: (B)(6) 2016. Normal cavity bilateral ostia implanted 4-5 coils side. Context: indications: (foreign body in uterus). There was no evidence migration. Or perforation of he essure coils,there are two coils identified within the rt and lt lateral horns of uterus, sono today reveals correct coil location. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2016: normal radiographic exam of the abdomen. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2016: sectioning reveals a pinpoint, stellate lumen which contains a coiled silver metallic intraluminal contraceptive device consistent with an essure coil. The coil is inserted intraluminal and the distal tip visualized through the aforementioned attenuated serosa. The right fallopian tube display a tan-pink smooth serosa with 0.5 cm paratubal cyst near the fimbriated end. Sectioning reveals pinpoint, stellate lumen containing similar coiled metallic intraluminal contraceptive device which is inserted in unremarkable fashion. Ultrasound pelvis - on (B)(6) 2016: foreign body in uterus, any part, pain in pelvis, menorrhagia, enlarged uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2019: pfs and mr received. New events: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, were added. Outcome of the events pelvic pain and abnormal bleeding updated. Events onset date were added. Plaintiff's information was updated.new reporters were added. Date of insertion and date of removal was added. Medical history, concomitant drugs and conditions were added. Lab data added. Fu 2nd & 3rd processed together. On 7-aug-2019: pfs received. Event: she did not underwent essure confirmation test was added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included angina pectoris, ductal carcinoma in situ, bacterial vaginosis, post coital bleeding, vaginal odor, painful urination, blood in urine, frequency urinary, nocturia, absence of menstruation and urinary tract infection. Concurrent conditions included hypothyroidism, uterine leiomyoma, nabothian cyst, discomfort, vaginal discharge, allergic reaction, heart disease, unspecified, breast disorder female, cramp in lower abdomen, uterine cyst, breast biopsy, cardiac catheterization, abdominal pain, menstruation abnormal, vaginal dryness, uterine enlargement, post coital pain, painful periods, bleeding genital, paratubal cyst, coronary artery disease, acute myocardial infarction, adenomyosis, uterine bleeding, pelvic adhesions, electrocardiogram abnormal, dysfunctional uterine bleeding, urine output decreased, urine odour abnormal and abdominal adhesions. Concomitant (B)(6) 2013 for birth control as well as estradiol (elestrin), levothyroxine sodium (synthroid) since (B)(6) 2016, liothyronine sodium (cytomel) since (B)(6) 2016, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and progesterone from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression, psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and hypersensitivity ("allergy"). The patient was treated with surgery (on (B)(6) 2016: hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain and hypersensitivity had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for, essure confirmation test conducted, no and previously it was captured as essure device was successfully occluded. Date of admission: (B)(6) 2016. Date of discharge: (B)(6) 2016. Normal cavity bilateral ostia implanted 4-5 coils side context: indications: (foreign body in uterus) there was no evidence migration. Or perforation of the essure coils,there are two coils identified within the rt and lt lateral horns of uterus, sono today reveals correct coil location essure confirmation test:- unknown patient received treatment for pelvic pain, abdominal pain, general abnormal bleeding, allergy. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2016: normal radiographic exam of the abdomen. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2016: sectioning reveals a pinpoint, stellate lumen which contains a coiled silver metallic intraluminal contraceptive device consistent with an essure coil. The coil is inserted intraluminal and the distal tip visualized through the aforementioned attenuated serosa. The right fallopian tube display a tan-pink smooth serosa with 0.5 cm paratubal cyst near the fimbriated end. Sectioning reveals pinpoint, stellate lumen containing similar coiled metallic intraluminal contraceptive device which is inserted in unremarkable fashion.. Ultrasound pelvis - on (B)(6) 2016: foreign body in uterus, any part, pain in pelvis, menorrhagia, enlarged uterus. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received reporter information was added. New event added abdominal pain, general abnormal. Bleeding. Event outcome added pelvic pain, abdominal pain, general abnormal. Bleeding, allergy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.